Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a perforation with subsequent pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that there was poor ultrasound examination conditions. A watchman® access system (was) was introduced into the laa via a pigtail catheter. The pigtail was removed in order to introduce a 33mm watchman ® laa closure device & delivery system. After the pigtail was removed, the patient coughed violently and bent his right leg. In the next fluoroscopic image, the was was deeper in the anatomy. There was a clear and strong flow of contrast into the pericardium due to a perforation. A pericardial effusion of 8mm was measured by echocardiography. The patient was hemodynamically stable at this time. The 33mm watchman ® laa closure device was deployed in the laa in an attempt to stop the flow into the pericardium; however this was not successful. The device sat too proximal and was therefore recaptured and removed. Pericardiocentesis was then performed. Protamine was administered and the patient¿s activated clotting time was 218 seconds. 2000ml of blood was drained and re-infused. In the meantime the patient had become unstable. Arterenol was administered as well as additional fluid. Surgical consultation deemed the patient unfit for transport, therefore in-house thoracic surgery would be performed. The bleeding had not stopped and the pericardial effusion was 12mm in the or. Surgery was performed and the laa was ligated. It was reported that ¿the patient has well surrendered the op (amputation of the laa).¿ no further patient complications were reported.